Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the programming head does not work correctly. The usb/pcb cable is out of order, while the internal electronic components are undamaged. The connection of the white wire is broken the most probable hypothesis is that an unintentional user error damaged the device and its usb connector. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the cpr4 head is no longer recognized; the usb connector is slightly bent.